Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) pcb and upgraded the software the current revision. The unit passed extended self-testing.